Event description:
It was reported that the patient had received shocks for noise. At lead change out, the doctor decided to also change the ICD, due to sensing issues with the device. The lead and device were replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had received shocks for noise. At lead change out, the doctor decided to also change the ICD, due to sensing issues with the device. The lead and device were replaced. No patient complications have been reported as a result of this event. A 3500a further reported the electrograms showed that the qrs was not being sensed but the t-wave was apparently on the electrogram. There was massive oversensing during these times without electrograms corresponding to the oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary inner insulation breached (clavicle-rib crush); full lead returned. Evaluation summary: no anomalies found additional manufacturer narrative model number, manufacturer's patient & device codes used; it was reported that the patient had received shocks for noise. At lead change out, the doctor decided to also change the ICD, due to sensing issues with the device. The lead and device were replaced. No patient complications have been reported as a result of this event. A 3500a further reported the electrograms showed that the qrs was not being sensed but the t-wave was apparently on the electrogram. There was massive oversensing during these times without electrograms corresponding to the oversensing. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing sensitivity shock, inappropriate.